Event description:
Device tested out of specification during manufacturer's analysis. No information was received with the returned device, and no patient complications have been reported since the device was removed from service.